Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and failed due to the receiver not turning on. An internal visual inspection was performed and failed due to the battery connector being loose. Pictures were taken. The receiver log was downloaded and reviewed after the battery was replaced with a good known battery, finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a defective battery. No injury or medical intervention was reported